Event description:
A patient reported experiencing inaccurate high results with a meter. The patient's blood glucose results were 132 lab vs. 175 mg/dl. Tests were done within 11-20 minutes with a difference of 48%. Patient did not experience any adverse events. No further information has been reported.